Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms and experienced high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer reported that no delivery alarm was resolved with an infusion set and reservoir change and declined troubleshooting. Customer was advised to monitor insulin pump and supplies.